Event description:
Patient reported in social media that they have lost much weight since their first vns implant. Patient is currently implanted with their third device and it is disabled (turned off). While receiving vns therapy, patient's weight decreased from (B)(6) pounds to (B)(6) pounds. After turning device off, patient's weight increased to (B)(6) pounds. No additional relevant information has been received.